Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of use error where a patient used scissors to open the packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had used scissors to open the packaging of a peritoneal dialysis cassette. The patient reported that the packaging was more difficult than usual to open. There was no patient injury or medical intervention reported. No additional information is available.